Manufacturer narrative:
The described issue is a software bug and is confirmed: on the new user interface, the scrollbar of the tachogram cannot be dragged. The proposed workaround to scroll the episode is to click on the scrollbar, or to directly swipe on the tachogram or swipe the selection box. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
In addition to complaint(B)(4) from andreas mayer, complaint split: reportedly, "we noticed that while it is possible to move the bar in the eegmss episodes, this does not work in the tachogram. I find this inconsistency, if intentional."